Event description:
The co customer reported that the 3100a ventilator did not meet a performance specification. While on a patient, the mean airway pressure (map) would not go over 9 cmh20. The patient was not compromised.